Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that during the routine device check, interrogation revealed this device had declared end of life (eol) battery status back in march. At the patient's last follow-up nine months ago, the remaining longevity was 1.5 years. The physician believed the battery had depleted prematurely. The patient was not pacemaker dependent. A device replacement procedure was scheduled for may or june. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. The device was explanted and replaced, as scheduled. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As of today, the device remains in service. This report will be updated when additional information is received.